Event description:
Outbound. Patient reported cadd cassette caused pumps to alarm no disposable when cassette was attached to pump, patient used another cassette and pump had no alarm and veletri infusing. Cassette lot number 4227746. No further details provided.